Event description:
Patient called in stating that she had cracked her ilet screen. Patient said she is not used to having the pump on her hip, so she accidentally ran into a corner of a table (which caused the crack). Patient's bg levels are normal and stated that everything about the ilet is still up and running great. She just doesn't want it to crack any further, or take a risk of it malfunctioning since it won't be watertight.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.